Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer stating the lens did not cause or contribute to the event. In the surgeon's opinion, the 'cornea' caused and contributed to the event.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was exchanged due to blurry vision. The lens was causing more astigmatism post-surgery. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and an unspecified handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for the lens/delivery system combination used. Based on information provided by the health care professional, the root cause was related to the cornea and the iol did not cause nor contribute to the event. (B)(4).